Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text : device not returned.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.